Event description:
The lockdown screw loosened two years out. We were planning on revising the lockdown mechanism when we noticed that the threads of the screw had been completely stripped.

Manufacturer narrative:
(B) (4). Evaluation summary: the patient is described as a (B) (6) male with a large build and medium activity level. No devices were returned for evaluation. The alleged complaint indicates that the revision was planned due to dislocation; however, no additional details were provided. Because no devices were returned for evaluation, and details relating to the reported dislocation are unknown, a definitive cause of the alleged stripped threads cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.